Event description:
My medtronic spinal cord stimulator malfunctioned. I reached out to medtronic, the implanting surgeon, went to (B)(6) hospital 2 times having uncontrollable muscle spasms and involuntary movements. I begged medtronic representative to meet me at the hospital to reprogram my device and they refused. After reaching out to multiple health experts I tried to remove it myself with no luck. I eventually had to take a mallet to my own back until the stimulator quit malfunctioning. Medtronic still has refused to meet with me. I have obtained legal representation regarding this. Feel free to reach me at (B)(6) for more details. Ask for (B)(6). Please contact (B)(6) in (B)(6) for a complete and up-to-date list or contact me (B)(6). FDA safety report ID # (B)(4).